Manufacturer narrative:
With current information, injury is not considered serious, i.e., no permanent impairment/damage. Report will be updated if additional information indicates. Malfunction alleged.

Event description:
Injury associated with an m41srr consumer power wheelchair where the left motor did not engage and a 5 error code was receved. The chair stopped suddenly and the seat belt broke, causing the user to fall and receive a concussion that required medical intervention.